Manufacturer narrative:
The investigation unit (iu) observed that the meter has a solid line appearing in the middle of the display. Iu observed that the location of the line on the display does distort the last digit during the simulation test, therefore misinterpretation is possible. Iu observed that the meter's serial number is below (B)(4) that has been known to have display issues. Meters below this serial number could have been damaged during the component manufacturing process causing a solid line to appear in the display. This issue has been investigated and process improvements in handling of the meter's display have been implemented at the supplier to reduce the occurrence of this defect.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated there is a black line on the display of the blood glucose monitor, which interferes with viewing the therapy information. The monitor was replaced and requested for evaluation. No physiological effects were reported.